Manufacturer narrative:
(B)(4). D10 medical devices: vanguard cr ilok fem-lt 70 catalog#: 183032 lot#: j7621017; vgd ve as tib brg 75x10mm catalog#: ve189080 lot#: 64952250. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised approximately two months post-implantation due to locking back backing out. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned locking bar identified signs of implantation and use in the form of nicks, gouges, and scratches. The tab on the implant was also found to be bent. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.